Event description:
It was reported per field service report symptom - battery intra-aortic balloon pump (iabp) alarm . Screen flickering, completely shut off. Rebooted and could hear bellows attempting to move. The pump was switched out. Was repowered with continuous audible tone, had no display and did not display a number on the counter. Findings/action taken: ran the unit for 60 minutes on battery, okay. Checked circuit breaker, okay. Replaced circuit breaker as a precaution based on symptom.

Manufacturer narrative:
(B)(4). Add¿l info received on (B)(6) 2012 stated that the nurse told the engineer that the iabp console was flashing ¿battery inoperative¿. Engineer observed the display screen flickering. Fos (fiber optic sensor) signal intermittently acquiring (arterial line on monitor showed normal iab assistance and powered by a/c, but no battery alarms and decided to switch out the console. While bringing the backup console to the bed space, the pump lw10 ((B)(4)) completely shut off according to the cticu (cardiothoracic intensive care unit) nurses. After they turned it off and back on, the bellows could be heard to attempt to move and the display was flashing again without alarm messages, but there was no productive intra-aortic balloon (iab) function according to the arterial pressure on the monitor. The iabp console was immediately switched to pump lw8 and normal support was restored using fiber optic pressure signal and slaved ECG. Lw10 ((B)(4)) when restarted, emitted a continuous audible tone, had no visual display and did not display a number on the counter. As a result, iabp support was stopped and interrupted for approximately two minutes between the complete console failure and restoring support on the new console with no harm to the pt. No report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is pt intubated in intensive care unit bed. The pump is back in service. Follow-up report will be filed if add¿l info becomes available.